Event description:
It was reported that during a laparoscopic procedure, the duckbill valve was detached off inside the patient's body. The fallen part was already retrieved. As the fallen part was retrieved, no piece was left in the patient body. The doctor commented that the duckbill might have received so much tension and detached off when the gauze was pushed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.